Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. (B)(6) provided the biomed with technical assistance. The customer determined that the cause of the reported issue was due to the damaged therapy connector on the device. Physio provided the customer with the therapy connector repair kit part number. The device was not returned to (B)(6) for an evaluation.

Event description:
The customer, a biomedical engineer, contacted (B)(6) to report that the therapy connector on their device is damaged and the therapy cable is difficult to attach to the device. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported issue.